Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in operative (op) notes dated (B)(6) 2013 reports patient was revised due to pain, elevated cobalt and chromium ion levels, and questionable stability. Revision op report notes after the head was removed, approximately an hour and a half was taken in an unsuccessful attempt to remove the taper. The taper could not be removed and had to be cut off, which took an additional hour. In addition, op notes report there was corrosion around the femoral neck. The cup, modular head, and taper were removed and replaced. Additional information received in op notes reports patient underwent a second revision procedure on (B)(6) 2014 due to dislocation and disassociation of the tripolar component. Revision op report notes the presence of a seroma. The liner, head, and taper sleeve were removed and replaced. Review of invoice records reveals patient underwent an additional revision procedure on (B)(6) 2014 due to dislocation. The freedom constrained head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 7 of 8 mdrs filed for the same patient (reference 1825034-2014-03095, -07190 / -07194, and -09286 & -09288).